Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. Allergic reaction is a known potential adverse event addressed in the product labeling. "Eye pain" is an adverse drug experience that is not specifically listed in the current labeling for the drug product.

Event description:
Healthcare professional (hcp) reported the patient ¿ended up in the hospital with sever [sic] eye pain in both eyes¿ after injection with juvéderm voluma® xc in the cheeks and botox® in the glabellar and frontalis area, concomitantly. Hcp cleansed the skin with hibiclens and numbed the area for the juvéderm voluma® xc injection. After injection, arnica cream was applied to the areas of injection. Patient later went home and laid down, then woke up with eye pain and went to the emergency room and was given demerol. Patient was admitted and discharged in the morning; the next day, patient was seen by an eye doctor and diagnosed with an allergic reaction; patient received medication (eye drops, medrol dose pack) with a normal eye exam [results normal]. Symptoms resolved an unspecified amount of time later.